Manufacturer narrative:
Unable to prime during test due to protruded/loose driver support disk. Device did not alarm. Pump received with scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing segement from display window.

Event description:
It was reported that the device had alarmed with a partially visible display. Customer's blood glucose level was not provided at time or reporting. Nothing further reported.